Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed driveline communication fault alarms due to the loss of communication in both the a and b lines; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 to (B)(6) 2020. The log file captured a continuous loss of communication alarm throughout the log file. As a result, the log file did not capture pump speed, flow, or pi; however, the power operated between a normal power consumption range indicating that the pump was running throughout the log file. The controller periodic log file contained data from (B)(6) 2020 to (B)(6) 2020. The log file also captured continuous loss of communication alarms throughout the log file. The account reported that the patient was continuing to experience loss of communication throughout the log files. The onset of the issue was captured under manufacturer report number 2916596-2019-01412 and there did not appear to be further progression of the issue. The patient remains ongoing on ventricular assist device (vad) support. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, rev. C., are currently available. Section 7 of the heartmate 3 lvas IFU, ¿alarms and troubleshooting¿, and section 5 of the heartmate 3 patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions, including the driveline communication fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the heartmate 3 patient handbook, ¿handling emergencies¿, lists examples of emergencies, including the driveline communication fault, and the recommended actions associated with each. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's 2017 communication fault has been reported under MFR # 2916596-2019-01412. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis showed loss of left ventricular assist device communication throughout the log file. The patient has had the communication fault since 2017.